Event description:
It was reported that the patient presented in the emergency room with syncope. Interrogation indicated that the patient's right ventricular (rv) lead exhibited loss of capture and the lead was suspected to be compromised. The physician elected to implant a biventricular pacing system. The existing rv lead was left in place. The patient remained in stable condition.